Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was hospitalized for the event. The cause of the event was unknown. The patient was treated with intraperitoneal injection vancomycin (2g stat), intraperitoneal fortum (1g daily up to the 14th day), and heparin (2 ml every exchange, route and duration not reported) for peritonitis. At the time of this report, the outcome of this peritonitis event was unknown. Action taken with therapy was not reported. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).